Manufacturer narrative:
Updated to correct surgery date.

Event description:
Correction, the patient underwent surgical intervention on (B)(6) 2017 to have their ipg replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient lost therapy due to their ipg being inoperable. Patient reports that they had issues with charging. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their ipg replaced with a different model.